Manufacturer narrative:
The pump was received with no button response due to moisture damage on the electronic assembly. No damage on the keypad traces noted. No blank display, buzzing, unexpected audio/beep or vibration anomalies noted during testing. Moisture damage was found on the motor assembly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture, and then the insulin pump had a blank display. Customer's blood glucose level at the time 203 mg/dl. Customer also reported blood glucose levels of 458 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.